Event description:
It was reported the patient was not receiving adequate stimulation and had the percutaneous lead replaced with a paddle lead. The patient was reprogrammed. She had stimulation to her painful areas. Normal therapy will resume.

Manufacturer narrative:
Product ID 3776-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ: lead, product ID 3776-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ: lead, product ID 37754, lot#, serial# (B)(4), implanted: explanted: product typ: recharger, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ: programmer, patient. (B)(4).